Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when implanting the subject pacemaker during a replacement procedure, after suturing, before leaving the catheter lab, warning messages about a reset occurrence were displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, when implanting the subject pacemaker during a replacement procedure, after suturing, before leaving the catheter lab, warning messages about a reset occurrence were displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, when implanting the subject pacemaker during a replacement procedure, after suturing, before leaving the catheter lab, warning messages about a reset occurrence were displayed.

Manufacturer narrative:
The ¿date received by the manufacturer¿ field was incorrectly filled (25/07/2022) in the last e-MDR form send (fu2), and it is corrected in the current e-MDR form by 25/08/2022.

Event description:
Reportedly, when implanting the subject pacemaker during a replacement procedure, after suturing, before leaving the catheter lab, warning messages about a reset occurrence were displayed.